Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report faults on universal surgical manipulator (usm) 2. Site disabled the usm but had to power cycle as the surgeon wanted all 4 usms. Tse viewed system logs and confirmed the 319 error for usm2 on the board. Tse walked the site through a hard power cycle on the patient side cart (psc). But the error immediately returned. Tse asked if the surgeon was willing to disable and use the system without usm 2. Site disabled usm2 and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the functionality check was performed upon powering on the system and everything worked fine without any errors.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis and the reported (error 31 and it was confirmed and replicated. In logs, it confirmed error 319. Upon visual inspection the rolling loop was found to be wavy. The unit was installed onto a golden system and failed normal mode triggering 319. The unit was then installed onto a patient side cart fixture test platform (pftp) where the unit failed the check all boards pointing to the board and also the fiber test pointing to the rolling loop fibers assembly.

Event description:
Refer to h11 for follow-up information.